Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the dso (downstream occlusion) calibration. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint of failed downstream occlusion (dso) calibration. Visual inspection showed the device is in used condition. This device has not been in for service in the review period. Review of event log found multiple high alarms downstream occlusion sensor. The cause was intermittent dso sensor. Replaced the dso sensor to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repairs.